Event description:
During a pta to the hepatic artery, the balloon ruptured at six atmospheres. There is no available information about the target vessel condition. There was no reported patient injury. The procedure was successfully completed with an unknown competitor balloon. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date. Please note that this product is similar to the us distributed product.